Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation primary with 320cc smooth mentor memorygel breast implant has experienced postoperative right-sided implant rupture. Rupture was discovered during revision surgery. The patient underwent explantation and replacement with like device, catalog # 3507320mc, serial # (B)(4) on (B)(6) 2020.

Manufacturer narrative:
On 21-apr-2020, mentor became aware that the patient experienced cutaneous contour deformity. The surgeon noted that the patient presented with double bubble deformity on the right. On 22-apr-2020, mentor failure analysis lab received the device for evaluation. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additionally the patient presents with a double bubble deformity on the right breast. During visual inspection, the sample was found to be ruptured. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture and cutaneous contour deformity complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).